Manufacturer narrative:
Based on the limited information available for this case, it is not known what role, if any, the lava ultimate crown played in the reported outcome. Other factors, such as prior tooth history and nature of dental treatments, may have played a role in the reported need for re-treatment of the root canal.

Event description:
On (B)(6) 2016, a dentist reported the case of a (B)(6) year-old patient (gender not provided) who required root canal therapy re-treatment, on tooth #13. This tooth had a lava ultimate cad/cam restorative for cerec crown; details on the dates of the crown seating and initial root canal therapy, along with tooth history, were not made available to 3m.